Event description:
The physician reports that the crystalens trailing haptic tore during insertion using the crystalsert lens insertion system. Intervention was performed in order to enlarge the incision and remove and replace the lens. The wound was sutured, however, suturing is the standard protocol for this surgeon. A second crystalens was implanted successfully. Reference MDR #2031924-2010-00145.

Manufacturer narrative:
The injector was returned to b&l and subjected to visual examination. The lens was stuck inside the injector and the tip of the injector was bent.